Event description:
It was reported that on (B)(6) 2026, a 28mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 10f amplatzer trevisio intravascular delivery system. Before using the delivery system in the patient, a leakage of saline was noted from the connection near the hemostasis valve while preparing the delivery system. The hemostasis valve was removed and replaced with another 3-way stopcock. The occluder was implanted. However, after assessment by echocardiography, repositioning was required. It was subsequently noted that the device had embolized into the left ventricular outflow tract obstruction (lvot). The device was successfully snared and replaced with a larger size 38mm amplatzer septal occluder during deployment of the 38 mm device, the right atrial disc was observed to be deformed into a cobra shape. The occluder was removed, soaked in warm saline, and manually stretched. A second deployment attempt was then performed, resulting in successful closure of the asd. The patient remained hemodynamically stable throughout the procedure. The patient status was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.